Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported when connecting an unspecified chemotherapy tubing to patient's IV the plastic screw (assuming the spin collar) cracked. The user is not certain how long the tubing has been in use. There was no report of patient harm.

Manufacturer narrative:
Correction: omit pri tubing on initial report.